Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter alleged the pump had an intermittent power issue. The reporter stated the battery compartment was cracked at the top and the battery cap would not secure properly, resulting in intermittent power. The reporter denied damage to the battery cap and confirmed the battery cap had never been replaced on this pump. The reporter denied moisture ingress. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.